Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Reported discrepant sars result for one consumer. It is unknown whether the consumer was symptomatic. The consumer communicated that a positive result was obtained with the qv sars otc and a negative result with another at home antigen assay. No confirmatory testing completed.